Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter: the balloon broke and air leaked. There is tissue adhesion, the incident occurred when the surgeon was performing abrasion. The balloon might have contacted with electric knife. New device was used. No patient harm. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.